Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: vats lobectomy on (B)(6) 2015. According to the reporter: when the surgeon fired across the lobe, the egia60axt reload got stuck on the tissue and they were not able to retract the knife blade. They opened another stapler to correct the issue. The surgeon created a wedge around the locked device and removed the stapler with the tissue attached. No additional tissue was taken due to the fact that the tissue removed with the reload was tissue that was being removed. Surgeon said that the tissue was thick. There was unanticipated tissue loss. There was no unanticipated tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. Patient status stable.